Manufacturer narrative:
The reported events of lead dislodgement and high threshold were not confirmed. The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The helix extension was within specification. Visual inspection found the lead insulation was cut in the proximal region. Electrical testing did not find any indication of conductor fracture or internal shorts. The cause of the reported event was consistent with procedural damage.

Event description:
It was reported that patient's atrial lead exhibited high threshold. It was also noted that lead was dislodged. During lead revision procedure insulation damage was note don the lead. The lead was explanted and replaced. The patient was stable.